Event description:
(B)(6) 2021 01:39:54 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: roy willems taken by: willer3 fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a r eply form is received regarding fa896. Country: (B)(6) city: (B)(6) zip: (B)(6) input date: (B)(6) 2021 warranty start: (B)(6) 2017 warranty end: (B)(6) 2021 batch -(B)(4). (B)(6) 2022 17:42:00 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: completed mdt initial contact: roy willems taken by: contef3 fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Update 23.12 patient replied online form; he needs replacement pump and he will return clear retainer ring pump. Patient reports a crack on battery compartment. Fa896 affected pump replacement (B)(4) ship: 1 x mmt-1712kl/ return: 1 x mmt-1752wwka country: italy city: (B)(6)zip: (B)(6) input date: (B)(6) 2021 warranty start:(B)(6) 2017 warranty end: (B)(6) 2021 batch - (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is april 13, 2022.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, damaged display window cover, overlay scratched, cracked case, cracked case (battery tube), battery tube threads - cracked, label damage, cracked retainer, and cracked reservoir tube lip. Cosmetic damage was confirmed at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.